Manufacturer narrative:
Other, other text: the returned sensors and concomitant cable were evaluated. A missing hinge pin was found during visual inspection of the lncs tc-I sensor. In this condition, the sensor was unable to engage in monitoring, and therefore, the accuracy issue could not be duplicated. The db-I sensor and cable were able to obtain spo2 and pulse rate readings during functional testing. The db-I sensor and cable were determined to be functioning as designed. Health effect clinical code: hypoxemia. D1. Concomitant medical products exceeded allowable field length, concomitant medical products are as follows: lncs db-I sensor (lot 23kbd) and lnc-10 patient cable (lot 23ceg).

Event description:
The customer reported "a patient hospitalized for type 2 respiratory failure and ventilated with niv presented a marked discrepancy between the measured saturation values(spo2 89¿91%) and the results of several successive blood gas analyses, indicating severe hypoxemia. Clinical checks showed no deterioration, and the spo2 signal appeared to be of adequate quality (perfusion index 1.25). Per the reported information, the patient did not experience any complications nor serious consequences.

Event description:
The customer reported "a patient hospitalized for type 2 respiratory failure and ventilated with niv presented a marked discrepancy between the measured saturation values (spo2 89¿91%) and the results of several successive blood gas analyses, indicating severe hypoxemia. Clinical checks showed no deterioration, and the spo2 signal appeared to be of adequate quality (perfusion index 1.25). Per the reported information, the patient did not experience any complications nor serious consequences.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. 4581: hypoxemia, h3 other text: sensor not received.